Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor smooth round moderate plus profile 350cc, serial number (B)(4), lot number, catalog number 3502350 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with saline mentor smooth round moderate plus profile 350cc breast implants and experienced bilateral capsular contracture baker grade IV and deflation on the right breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implants 650cc on (B)(6) 2017. The patient had fully recovered after surgery. The patient was not hospitalized. This medwatch is for the left breast implant.